Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the remote transmission did not go through and the implantable cardioverter defibrillator was in back up vvi mode. No patient condition was reported. The patient was brought to the clinic and the device was successfully restored.